Manufacturer narrative:
Two cartridges were evaluated. Results and conclusion codes reflect the findings for the individual cartridges.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer received occlusion alarms with multiple cartridges shortly after loading them onto the pump. Customer performed troubleshooting and found occlusion was coming from the cartridge. Customer was able to successfully load a new cartridge onto the pump and resume insulin delivery. Customer is using humulin u-500 insulin.